Event description:
It was reported to philips that the system displayed a message and emitting x-ray was not possible. The device was in use at the time of reported event. No harm was reported to philips. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. According to the additional information collected, the issue was used during diagnosis of procedure. The assigned procedure was completed as planned and restarting the system. It was reported to philips that the system displayed a message, and emitting x-ray was not possible. Upon troubleshooting philips remote service engineer (rse) checked the system remotely and found that the tube cooler problem has been occurring startup and found that in the log reference, an abnormality was detected from the flow switch of the cooling unit of the tube on the front side from the time of start-up. Philips field service engineer (fse) went onsite and checked for oil leaks from the joint of the cooling hose that connects the x-ray tube to the cooling unit for cooling it and confirmed that oil hose was defective. To resolve the issue, philips field service engineer (fse) replaced the oil hose. After replacement, the system returned to use in good working order. At the time this complaint was received, philips did not have enough information to exclude the potential for death or serious injury on recurrence, and as such the complaint was reported. Since that time, new information has identified that the issue was resolved via a restart, which allowed for procedural continuation. If movement issue occurs during a procedure, a warm/fast restart or a cold restart may be performed in an attempt to resolve the issue. By using these mitigations provided by the design of the device, the issue may resolve, allowing for continuation and completion of the procedure. A movement issue which can be resolved by utilizing the design mitigations provided by the device (warm/fast restart or cold restart) is not likely to cause or contribute to death or serious injury if it were to recur and as such philips concludes that the complaint is not reportable. The codes were updated based on the investigation outcome.